Event description:
During an incident involving a patient experiencing chest pains, this defibrillator, hooked up using monitoring pads, shut down without warning prompts. The unit was powered on again and it again shut down without warning prompts. The patient was transported to a hospital with chest pains and shortness of breath. This is the second unit used at the scene. The first unit shut down in the same manner.